Event description:
It was reported that, during the initial implant of this implantable cardioverter defibrillator (ICD), p-wave oversensing and occasional noise on the right ventricular (rv) channel were observed. All lead measurements were within normal ranges. The lead was disconnected and connected to the pacing system analyzer (psa). No noise was present and all measurements were normal. The lead was then connected to a different device with no reported issues. Subsequently, a different ICD was implanted. No adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. All baseline testing completed on the device found no failing conditions, and the device passed visual inspection. Therefore, the reported clinical observation of oversensing and noise was not confirmed by laboratory analysis.

Event description:
It was reported that, during the initial implant of this implantable cardioverter defibrillator (ICD), p-wave oversensing and occasional noise on the right ventricular (rv) channel were observed. All lead measurements were within normal ranges. The lead was disconnected and connected to the pacing system analyzer (psa). No noise was present and all measurements were normal. The lead was then connected to a different device with no reported issues. Subsequently, a different ICD was implanted. No adverse patient effects were reported.